Event description:
It was reported that during a cholecystectomy procedure, the clip ejected to the side and was not fed into the jaw from the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.